Event description:
Customer reported that he experienced high blood glucose of 350 mg/dl. Customer contacted his doctor and has a backup plan. Customer stated he feels the insulin pump is not delivering properly. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. External ram error, unexpected restart and displayable history failed alarms found in the history. High pressure test not performed as the customer did not have a tubing clamp. Customer also reported that his blood glucose had gone down and that is why his setting was adjusted. Customer declined to troubleshoot and will contact his doctor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.